Event description:
Medtronic received information that this bioprosthetic valve, implanted in (2003), became stenotic. Subsequently (date of intervention unknown), a melody valve was implanted (valve-in-valve). No adverse patient effects were reported. Additional information was requested; however, not received.

Manufacturer narrative:
Analysis: no product was returned. Conclusion: no serial number was provided; therefore, a device history review could not be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should additional information be made available, a supplemental report will be filed. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.